Manufacturer narrative:
(B)(4). Batch #t94l6v. Investigation summary: the device was returned with the upper jaw detached, broken and returned. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic sigmoid colectomy, the jaws of the device would not close completely, and the tip of the jaw broke off and fell into the patient. The tip was found and removed from the patient. The procedure was completed with a like device with no patient consequences.